Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer experienced low blood glucose. The customer's blood glucose was 41mg/dl, treated with food. The customer's current blood glucose was 134mg/dl. Customer's mother declined low blood glucose troubleshooting. The customer was advised to monitor pump and call back if needed.